Event description:
It was reported that a user who had recently started on the ilet filled a new cartridge, connected the tubing, inserted the infusion set, and then primed while connected, resulting in approximately 23 units being delivered through the set; troubleshooting and education were provided on proper disconnecting prior to priming, with no device alarms reported. Symptoms included no hypoglycemia and no other adverse clinical effects, with blood glucose remaining within target ranges. Outcomes included no need for medical intervention and no hospitalization. Investigation included customer care review, user interview, and troubleshooting guidance. Investigation of this case revealed user technique error during setup and priming while connected to the infusion set, with no malfunction of the pump, cartridge, or infusion set identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.